Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to a tip foldover. The patient was subsequently reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report attached.